Event description:
The patient came to see the surgeon after taking a blood thinner. It was observed that the patient needed a synovectomy as a result. At about 5 years and 3 months from primary the surgeon performed a synovectomy and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 12 december 2022: lot 165098: (B)(4)items manufactured and released on 20-oct-2016. Expiration date: 2021-10-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.